Event description:
A malfunction alarm, identified by code malf 12, was reported without notable preceding events. It was unknown or the customer declined to answer whether it caused the blood glucose level to exceed 500 mg/dl. Customer assistance included providing pump reset instructions, but the malfunction code recurred after resetting. Technical support arranged for a replacement pump, and the customer planned to use mdi as backup therapy. Instructions were given for pump return, which the customer understood and acknowledged.